Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: as stated by the IFU, the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. This is further confirmed in the mar, which found that the final fracture zone was found to be ductile overload where the reduced cross section could no longer support the load. Conclusion: a plausible root cause for the fracture is unidirectional bending due to fatigue.

Event description:
It was reported that the surgeon was required to undertake revision surgery as two xia polyaxial screws had allegedly snapped on the shaft of the screw. The customer further reported that the revision procedure was carried out successfully, using 2 replacements xia screws.

Event description:
It was reported that the surgeon was required to undertake revision surgery as two xia polyaxial screws had allegedly snapped on the shaft of the screw. The customer further reported that the revision procedure was carried out successfully, using 2 replacements xia screws.